Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
It was reported that the operating table keeps moving automatically to its lowest position. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
It was reported that the operating table keeps moving automatically to its lowest position. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During on-site inspection, baxter technician determined to replace the main lift cylinder. The device was checked for correct functionality, then it was released for further use. Further investigation of the main lift hydraulic cylinder was completed by the supplier of this part. No malfunction or defect could be identified, the hydraulic cylinder was working as intended. The root cause for the reported event could no be identified for sure. The medical device pst 500 is a mobile and configurable operating table, which is intended to be used in combination with specific tabletop sections, pads and accessories for patient positioning on the operating table during surgery, from the induction of anesthesia through the actual surgery to recovery from anesthesia. The device was investigated thoroughly and the reported issue could not be replicated. No malfunction. Based on these findings, this complaint is not considered as a serious incident as no death or a serious deterioration in the state of health of a patient, user or third person is imaginable. Therefore, baxter does not consider this complaint reportable and no further action is required.